Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with three prostyle devices using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) stent graft placement interventional procedure. Reportedly with all three devices, the foot plate would not close and remained partially opened. Intervention was not needed as all three devices were simply withdrawn. The sheath was upsized to a 9f and the aaa procedure was completed. Hemostasis was achieved with manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿foot plate would not close and remained partially opened¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.